Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a dim and discolored display. In addition, the battery compartment was cracked. Unrelated to these issues, the pump was noted with cosmetic wear in the form of discolored paint. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. In addition, the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2016.